Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented remotely via merlin.net with intermittent out of range low atrial impedance measurements as well as noise on the atrial channel occurring constantly. All device measurements were normal when patient was brought into the clinic. It is suspected that there was possible atrial lead damage. No intervention was completed and patient will continue to be remotely monitored. Patient condition post-event was stable.